Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/20/2022, it was reported by a sales rep via email that ar-1588rt-2j, tightrope ® ii rt with deploying suture - during an acl graftlink reconstruction, the rt button was pulled up & flipped on the lateral femur. The graft was cinched up into the femoral socket. And the tibial button was put on & tibial end of graft tightened. The surgeon then went back to the femur to complete the final tensioning - and the tightrope broke. This was discovered during the procedure and a case was involved. In order to complete the procedure a screw at the aperture of the femoral tunnel was used to complete the reconstruction.